Event description:
Patient care assistant was going to collect a blood specimen. When activating the heat pack to apply to patient's hand the heat pack burst. The contents of the packet went all over the patient care assistant's uniform and onto her face. Contents washed off with soap/water; no harm to healthcare provider. No harm to patient.this facility has had 10+ reports with these devices within the last month. Previous product has been returned to the manufacturer. Staff do not know why this is occurring: excessive force was not used. The packaging for the device was intact prior to use.what was the original intended procedure?collecting a blood specimen.device #1is this a laboratory device or laboratory test?no.